Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.

Event description:
A female patient was being treated using the premod electrotherapy waveform with 2 inch diameter electrodes. The clinician adjusted the treatment intensity to patient tolerance. The patient did not express discomfort. The clinician set the treatment time to 15 minutes and started the treatment. The patient immediately complained that the unit was grabbing or jolting and it was uncomfortable. The treatment was stopped and the electrodes removed. No injury was seen or noted, but the patient has not returned for additional treatment. The physical therapist felt there had been problems with this unit, but did not go into detail. The lead wires will be returned with the unit and the electrodes were thrown away. Additional information was unavailable.